Event description:
Caller reported a malfunction on the pump after it got wet. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which was acknowledged and understood by the caller.